Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found with a reddish-brown substance found under pebax. Then, during the second visual inspection, the reddish material inside the pebax was confirmed along with ring #1 detached and a wire exposed. Then, an electrical test was performed and the catheter failed, no electrical readings were observed on ring #1. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. The potential failure is related from the condition of the ring #1. During a first visual inspection no polyurethane (pu) marks were observed at the ring #1. However, during a deeper analysis, evidence of pu application on the ring margins was noticed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed mechanical damage and a hole on the pebax surface. Damage is observed along where the ring was placed. Object that cause the damage is unknown. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on pebax and electrode cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during shipment/handling however, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax and internal wire exposed. It was initially reported by the customer that the distal electrodes would not give signal. The catheter cable was replaced and the issue remained. The thermocool® smart touch® sf bi-directional navigation catheter was replaced and the issue resolved. On 11/15/2019, the complaint device was returned. Initial visual analysis found a reddish-brown substance was found under the pebax. This finding is not MDR reportable since the integrity of the device appears to be maintained. On 12/4/2019, during the second visual inspection a reddish material was found inside the pebax and ring #1 was found detached and a wire was found exposed. On 12/13/2019, a scanning electron microscope (sem) analysis was performed and it showed mechanical damage and a hole on the pebax surface. Damage is observed awhere the ring was placed. The customer¿s reported issue of ¿no signals¿ is not MDR reportable since the risk to the patient is low. However, based on the returned device condition, the complaint has been assessed as MDR reportable since the device integrity is not maintained. A hole was identified and internal components are exposed. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 12/4/2019.